Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer ate candy bars and the paramedics were called for the low. Customer did not go to the emergency room. Customer declined troubleshooting. It was unknown if the pump was used within 48 hours of the low. Pump did not have auto mode/smartguard feature yet. Customer has discontinued the pump and is not returning it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and was treated by visiting the emergency room and candy bars intake. The event involved product(s) unk_pump, unomedical and mmt-332a. Troubleshooting was not performed for the hypoglycemic event. It was unknown whether the customer was using the auto mode/smartguard feature at the time of the event and the customer had been using the insulin pump system within 48 hours of the reported hypoglycemic event. No product return is required for the unk_pump. No product return is required for unomedical. No product return is required for mmt-332a.